Event description:
A customer reported to olympus that the screen does not appear when the power is turned on and the panel does not work for the high-definition lcd monitor. The reported phenomenon was discovered prior to use for a therapeutic procedure, and the procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. During inspection, it was found when the power is turned on, the screen does not appear and the panel does not work. During the inspection also found scratches on the screen. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. According to the service manual, the printed circuit board has input and output terminals and signal processing function. Olympus will continue to monitor field performance for this device.